Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during the course treatment, the patient had been medically treated with bivalrudin due to elevated lactate dehydrogenase (ldh) levels. After 19 months of support on the lvad, the patient was successfully transplanted and the hospital requested an analysis of the explanted pump for suspected thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.